Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt at approximately 8-10 weeks ago. Doi and initial setting were unk. After that, the craniotomy-tumorectomy was performed twice. After the second craniotomy on the first week of (B)(6), the enlargement of the ventricle was confirmed in second day after surgery. The shunt failure was suspected, so the contrast was conducted but it was not seem to be shunt failure. The setting was lowered to 5 but there was no improvement. The surgery will be performed on (B)(6). The patient¿s information is not available. He / she has a (B)(6). The protein values and viscosity were high and the cerebrospinal fluid was not clear. The physician commented that the cause is in patient.

Manufacturer narrative:
The device has been returned for evaluation, upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted as well as the needle base slightly raised. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes on the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, was not possible as the lot number was unknown. No root cause could be determined as no functional problem was noted with the valve. The root cause for the slightly raised needle base is probably due to wrong handling of the device, as noted in the IFU, caution must be taken when handling the valve, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.